Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. Please see updates to d4, d8, g2, g4, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, the reported event was likely due to damage or deterioration of parts, environment problem such as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
There is no additional information provided.

Event description:
It was reported that an e315 non-compatible endoscope error code was received when using the bronchovideoscope. The issue occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.